Event description:
A report was received that the patient was having discomfort at the pocket site. The patient underwent a pocket revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.